Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign facility directly. Three (3) attempts have been made by three (3) mails to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the facility. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. The customer is billable and decided not to evaluate the device. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment or the malfunction that may occur, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis has informed the legal manufacturer, bios, regarding this adverse event, and has sent them all the relevant information.

Event description:
A foreign facility reported that during a procedure with splendor -x a patient was burnt.